Event description:
Hospitalized [hospitalisation]. Two drops of medication liquid dripping from the connection part between the needle and the color code cap [device leakage]. Case description: this serious spontaneous case from china was reported by a consumer as "hospitalized(hospitalisation)" with an unspecified onset date, "two drops of medication liquid dripping from the connection part between the needle and the color code cap(device leakage)" with an unspecified onset date, and concerned a female (age not reported) patient who was treated with novopen (insulin delivery device) from unknown start date for "type 2 diabetes mellitus". The patient's height, weight and body mass index (bmi) not reported. Current condition: type 2 diabetes mellitus.(duration not reported). On an unknown date after injection, there were 2 drops of medication liquid dripping from the connection part between the needle and the color code cap. On an unspecified date the patient was hospitalised. Details of hospitalization was not reported. Batch number of the suspect product was not available. The outcome for the event "hospitalized(hospitalisation)" was not reported. The outcome for the event "two drops of medication liquid dripping from the connection part between the needle and the color code cap(device leakage)" was not reported. No further information available. Preliminary manufacturer's comment: 26-mar-2024: the suspected device novopen has not been returned to novo nordisk for evaluation. Information on specific device name and clinical events leading to hospitalization are unavailable for complete assessment. No conclusion reached.

Event description:
Case description: investigation result novopen no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following: investigation results added. Annex b, c, d and g codes updated relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 10-jun-2024: the suspected device novopen has not been returned to novo nordisk for evaluation. Information on specific device name and clinical events leading to hospitalization are unavailable for complete assessment. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Continued: evaluation summary name of the suspect product: novopen no investigation was possible, because neither sample nor batch number was available.